Manufacturer narrative:
The reported incident could not be confirmed, since the device was not returned for evaluation. The review of the risk assessment for the failure mode and possible root causes indicated the issue was within tolerance.

Event description:
It was reported that, "as the surgeon was putting in the bone screw, the head of the screw stripped before touching the plate. The surgeon was not able to advance the screw any further or back out the screw. Had to remove the screw with extraction set."